Event description:
Physician reported the guidewire kinked using 2 kits on the same patient. The patient was not harmed and the procedure was completed with a third kit of a different lot number. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). Associated mdrs: 9680794-2022-00769.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2022-00769 and 9680794-2022-00768. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Physician reported the guidewire kinked using 2 kits on the same patient. The patient was not harmed and the procedure was completed with a third kit of a different lot number. The patient's condition is reported as fine.